Manufacturer narrative:
Investigation summary: part number: 889.836, lot number: 4587732, date of manufacture: 07/22/2003, place of manufacture: (B)(4), part expiration date: n/a. Description of DHR review: review of the device history records found a non-conformance report on part# 889.836 lot# 4587732. Visual nonconformity (black spot on surface) for one part. This part was reworked at the inspection operation. The part was re-inspected after rework and the conforming parts were moved on to the balance of the manufacturing operations. This non-conformance is not relevant to the complaint. Visual inspection: the vertebral spacer-tr 10mmx27mm 11mm height (p/n 889.836 l/n 4587732) was received at customer quality, and it was observed that the device was broken into 6 pieces. The complaint is confirmed. Device failure/ defect identified? Yes. Dimensional inspection: an accurate dimensional inspection of the vertebral spacer was not able to be performed because of the post manufacturing deformation. Document/ specification review: the respective drawing(s) was reviewed: a manufacturing record evaluation found a non-conformance report on part# 889.836 lot# 4587732. Visual nonconformity (black spot on surface) for one part. This part was reworked at the inspection operation. The part was re-inspected after rework and the conforming parts were moved on to the balance of the manufacturing operations. This non-conformance is not relevant to the complaint. Complaint confirmed? Yes. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the vertebral spacer was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) vertebral spacer-tr 10mmx27mm 11mm height. This is report 1 of 1 for (B)(4).